Manufacturer narrative:
Concomitant medical products: bd 30 ml syringe. (B)(4). The customer¿s report that the pcu alarmed and then shut down was not confirmed. Physical inspection showed the device was in good condition. Analysis of the pcu event log shows that on the reported event date (B)(6) 2019, three pump modules were infusing heparin, epinephrine, and a basic infusion. A pca module was infusing fentanyl. At 6:56 am the pca was selected and the start key was pressed; just over 2 minutes later the pca was channeled off. The pca event log shows that at 7:00:35 am the pca door was unlocked and opened. Beginning at 6:59 am the pcu event log did not record any further entries until the pcu was powered back on at 7:59 am. The pcu error log shows that at 7:59:01 am an 800.8000 error occurred. Each module's event log shows that at 7:59:06 am communications were lost, at 7:59:24 the system was powered on (with no related recording of a prior power down), and at 7:59:28 am communication was re-established. It is unknown when the pcu was powered down. Functional testing was performed on the device and no irregularities were identified. The root cause of the failure is a software anomaly that could not be replicated or identified. 800.8000 errors may occur after a combination of user actions and hardware or software sequencing and timing errors. The system is designed to allow unaffected modules to continue running at their current rates and volumes when this occurs.

Event description:
The customer reported that in the ICU, a nurse doing an assessment heard the pump alarm. It showed ¿system failure¿ 800.8000 on the display, and the pump then shut down. The infusion sets were immediately moved to another pump system. The medications infusing (epinephrine 8mg/250 ml at 0.02 mcg/kg/min, heparin 25,000 unit/250 ml at 1,700 units/hr, lactated ringer's 1l bag at 10 ml/hr) were all running as primary infusions in the ICU profile. There was no patient harm or intervention needed. Although requested, no further information was received.